Event description:
Report received of the device powering off without alarming while on battery power. The pump was delivering an unspecified concentration of total parental nutrition (tpn) and lipids. No specific programming parameters were provided. After the device was unplugged from the ac outlet, the nurse noted that device powered off by itself without sounding an audible alarm. Reportedly, when the nurse plugged the device back into the ac outlet, the device powered on and all of the programmed settings were lost. At that time, the nurse reprogrammed the device and continued the infusion. After an unspecified length of time, the device was removed from clinical service. There were no reported adverse patient effects. No medical interventions were required.